Event description:
I switched from the medtronic guardian 3 continuous monitor to the guardian 4. Since switching in october of 2023, I have not been able to use the sensors for the duration medtronic claims, 6 days. The sensors fail after 3 days of use and is causing severe scar tissue build up on the parts of my body where the sensor is placed due to the frequent replacement of the sensor. Also the sensor and transmitter do not test the correct glucose reading. My numbers have been off by more than 60 units, which has caused me to become hypo-glycemic on many occasions. Thankfully my spouse has been present during these times and was able to help me. I request medtronic to replace the transmitter after 3 month's of use because I believe it is a faulty product. Medtronic denied my request and asked me to purchase a new transmitter. I called over 13 times within the past 6 months on this same item. Reference report: mw5154374.